Event description:
It was reported that approximately two years post a port placement via right internal jugular vein in the right chest wall, the patient allegedly reported pain and experience swelling in the neck area. It was further reported that the infusion was stopped but unable to withdraw. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 02/25/2025. The correct g3 date is 02/26/2025. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 13.6cm from the distal end of the cath-lock. Catheter wear was noted throughout the center portion of the attached catheter and yellow-brown discoloration was found, concentrated to the breakage site and the immediate area. The edges of the compound break on the attached catheter were noted to be uneven, and although granular, the break surfaces were smoothed. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the compound break on the attached catheter while water exited the distal end. Aspiration was attempted and was unsuccessful as water did not fully return within the attached syringe. The investigation is confirmed for the reported suction problem. Based on the review of a single medical image provided, the reported fracture and fluid leak issues cannot be determined. However, the review of two photos of a partially broken catheter provided for review confirmed the reported fracture and fluid leak issues. The reported and/or identified leak, fracture, discoloration, deformation, and catheter wear issues will be addressed in complaint 11679095. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement via right internal jugular vein in the right chest wall, the patient allegedly reported pain and experience swelling in the neck area. It was further reported that the infusion was stopped but unable to withdraw. However, the current status of the patient was unknown.